Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that the speaker on the north wall was not working. The device was in clinical use during the event but no user or patient were harmed.